Manufacturer narrative:
The device was implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The date of death is unknown and estimated as (B)(6) 2022.

Event description:
This report is being filed due to recurrent mitral regurgitation and patient death. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with severe functional mitral regurgitation with dilated cardiomyopathy and leaflet tethering. Two mitraclips were implanted, reducing the mr to grade 2+. On (B)(6) 2022, recurrent mr was noted. Unspecified medical treatment was provided. The patient has subsequently expired. No additional information was provided regarding this issue.

Manufacturer narrative:
Subsequent to the initial report, additional, downgrading information was received. An initial report had already been filed and therefore, the event could not be downgraded. This final report is reporting the additional, downgrading information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mitral regurgitation (mr) was related to disease progression. The reported death was due to septic shock from a left upper lobe infiltrate. The reported patient effects of death and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2: updated. H6: health effect ¿ clinical code 4451 removed. Health effect ¿ impact code 1802 removed.

Event description:
Subsequent to the previous report, the additional information was obtained: on (B)(6) 2022, recurrent, severe mitral regurgitation (mr) was noted, and another clip procedure was performed as treatment, reducing the mr to moderate to 3+. Per physician, the recurrent mr was unrelated to the mitraclip device, and was related to disease progression. The clips remained stable and well seated, there was no device malfunction, and no device related injury. On (B)(6) 2022, the patient expired due to septic shock from a new left upper lobe infiltrate. The event was deemed by the study physician as unrelated to the mitraclip device. The additional information would downgrade the event to not reportable. An initial report had already been filed and therefore, the event could not be downgraded. This final report is reporting the additional, downgrading information.